Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure while inside the patient. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no peripheral vascular disease (pvd) or calcium was present at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufacturing position and was partially exposed. Regarding the sealant sleeves' condition, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be conducted to measure the slit length due to the swollen condition of the partially exposed sealant, which resulted in a split condition of the sealant sleeves and prevented accurate measurement. The catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. The inflation/deflation functional analysis could not be performed due to leakage observed during the balloon inflation attempt. A simulated deployment test evaluation was completed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The functional test to evaluate insertion/withdrawal of a csi could not be performed due to the swollen condition of the sealant, which impeded insertion into the csi. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, a puncture was observed on the balloon, which resulted in the leakage condition noted during functional testing. The exact cause of the balloon puncture could not be determined based on the available evidence. However, this finding is consistent with cases where such damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the puncture noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the split condition of the sealant sleeves noted. However, the exact cause of the puncture found on the balloon and the observed condition of the exposed sealant could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors (such as the use of excessive force), access site vessel characteristics, and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, procedural/handling factors with the device likely contributed to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure while inside the patient. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, vessel tortuosity was noted as little, and no pvd or calcium was present at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The vcd will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.